Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the screen of the insulin pump was damaged. Mother stated that the display cannot be seen or read clearly. It was also reported that the insulin pump has been bumped recently. No further information reported.

Manufacturer narrative:
Insulin pump received with physical damage, cracked/bleeding lcd glass, minor scratches on lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip. Insulin pump was unable to perform the displacement test due to display anomaly.